Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use, which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire tip became kinked against the anatomy and or other devices used. Further manipulation of the guide wire likely resulted in the tip separation and stretched coils. Additionally, the reported patient effect appears to be related to the operational context of the procedure as the separated tip was left in the anatomy under the implanted stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the patient was sent to a different hospital for unspecified treatment. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the left anterior descending (lad) coronary artery, the balance middleweight guide wire was advanced without resistance. The guide wire was removed without resistance, but the tip had stretched out and separated. It appears that part of the guide wire remained under the stent. A portion remains in the patient, but it likely stretched from the fragment under the stent to the radial artery and could not be seen under high resolution angiography. Therefore, no intervention was performed to retrieve the separated portion of guide wire. No additional information was provided.